Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined a likely cause as follows: due to the corrosion of the electrical contacts of the maj-1430, found on the device evaluation, it was likely that the electrical contacts between the scope cable and the device became unstable, causing the event. As stated in the instructions for use, as a preventive measure, "do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center."

Manufacturer narrative:
The device was not returned to olympus for evaluation, however, an olympus field service engineer (fse) visited the customer¿s site to inspect the device and the video cables. The customer report that the 180 series endoscopes (model unknown) intermittently lose the image when it was first attached to the video processor was not confirmed. The fse was not able to duplicate the reported image problem. The fse found that 2 out of 4 cables had corrosion on the pins. The fse recommended returning the endoscope to olympus for evaluation. The cause could not be determined. Troubleshoot is complete. The fse left the system in working order and returned the system back to the customer for normal operation. A supplemental will be submitted if new information becomes available or the device is returned. Device was inspected by fse onsite.

Event description:
The user facility reported that the video image of the 180 scopes was black when the scope was first plugged in. There was no patient involvement. No additional information was provided.